Event description:
Reportedly the vision was successfuly placed in the left anterior descending artery (lad), however, then a lesion was noted distally in the diagonal which was treated with a non-abbott stent. The physician didn't like the apposition of the stent and decided to fix the stent. An allstar guide wire was used to advance a non-abbott balloon dilatation catheter for post-dilatation of the non-abbott stent, however, the balloon catheter could not cross the side branch to the diagonal. During withdrawal of the non-abbott guide catheter, the guide catheter became deep seated causing the vision stent to become accordioned and pushed into the 2.75x28 non-abbott stent. The patient was sent for cardiac artery bypass graft surgery because the physician was concerned about the 3.0x23 vision stent being pushed into the 2.75x28 non-abbott stent. The patient was fine post surgery, however, remains in the hospital. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4): the aware date of 08/13/10 is when baxter first became aware of the patient's death.

Manufacturer narrative:
(B)(4). The baxter product analysis lab (pal) evaluated the device. Results of the evaluation indicate: the device was received inoperative for (B)(4) and rite (return instrument test evaluation) tests were not able to be run. The assignable cause for the issue of (B)(4) was determined to be physical damage to the digital board. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective and preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter. During a follow up call on (B)(6)2010, the facility nurse indicated the patient had expired (unknown). During a follow up call on (B)(6) 2010: the nurse confirmed the following additional information: the date of death was (B)(6) 2010. The cause of death was on the death certificate indicates chronic renal failure. No secondary causes were listed. No autopsy was performed. Reportedly, the patient was connected to the homechoice cycler at the time of death. Reportedly, the patient was non-compliant and would go for an extended time frame without doing dialysis therapy. The device had been returned to baxter for evaluation.

Manufacturer narrative:
(B)(6)the device has been returned to baxter product analysis lab for evaluation. A follow up report will be submitted once the evaluation has been completed.

Event description:
It was reported that during a sigmoidectomy the hand switch became unusable. Another device was used to complete the case. There were no adverse consequences to the patient.